Event description:
Pump was returned for servicing and failure code 810:02 was found by the service technician reviewing the event history. This pump came to the biomed from clinical use but is not known if the pump was hooked up to a pt at the time it went into this failure code. Info was requested regarding the date the report occurred. The medication involved, pump programming and set-up info, specific pt details, tubing product code and lot number being used, medical intervention and pt injury, but no additional details were available. Alternate contact info was requested but no alternate contact was identified.